Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that air bubbles in reservoir and tubing. The customer reported that the size of the air bubble was 5 cm. The insulin was not stored at room temperature. The no prefilled reservoirs were in use. There was no rewind with the reservoir in place. There was no leak detected. The reservoir will not be returned for analysis.